Event description:
It was reported that: the needle was easy to loosen, unusable. Additional information stated that it was during use on patient. There was no reported patient harm or consequence.

Manufacturer narrative:
Qn# (B)(4). The customer returned multiple components of a hemodialysis kit. The arrow raulerson syringe (ars) and the introducer needle will be analyzed as a part of the investigation. Signs of use were observed inside the needle hub. Visual inspection of the introducer needle and ars did not reveal any defects or anomalies. The tip of the ars syringe was compared to a lab inventory ars and no differences were noted. The connection between the returned syringe and needle was compared with another ars syringe and introducer needle from lab inventory. The returned ars syringe was tested with a lab inventory needle, and the returned needle was tested with a lab inventory ars syringe. The returned needle appears to be fitting securely on both the returned syringe and the lab inventory syringe. The hub of the needle was tested with the male luer gauge and was within the specified range. This indicates that the luer was conforming per iso 80369-7. A device history record review was not required as a part of this complaint investigation. The complaint of faulty syringe/needle connection was not able to be confirmed by a complaint investigation of the returned samples. No issues were found with the dimensions of the returned ars and introducer needle. Based on the sample returned, no problem was found with the returned sample. Teleflex will continue to monitor and trend on complaints of this nature.